Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. During a routine follow up computed tomography (CT) scan an immobile, device related thrombus (drt) was noted on the face of the closure device. The patient was on dual antiplatelet therapy at the time of the event. The patient will continue on oral anticoagulation (oac). The patient is expected to fully recover.

Manufacturer narrative:
B3: event date updated with additional information received.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. During a routine follow up computed tomography (CT) scan an immobile, device related thrombus (drt) was noted on the face of the closure device. The patient was on dual antiplatelet therapy at the time of the event. The patient will continue on oral anticoagulation (oac). The patient is expected to fully recover.